Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured lead. The patient's ipg also had trouble charging and connecting. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead fracture was confirmed visually. Therapy was restored post-operatively.